Event description:
During a sigmoid resection procedure, the anvil to the cdh29 would not click in place with instrument. They had to replace instrument and the pt ended up with a temporary colostomy.